Manufacturer narrative:
The event was previously captured under a summary total of 2 for 1060818-2023-08887. This event being field is to reduce 1060818-2023-08887 from 3 to 1.

Event description:
Implant failed to osseointegrate.

Event description:
Implant failed to osseointegrate.